Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# unknown implanted: (B)(6) 2025. Explanted: (B)(6) 2025; product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during placement of the trial lead, the epidural needle may have advanced further than the physician intended. In recovery and intra op the patient was feeling new pain in their left leg. The coverage of the device was covering their chronic pain of lower back and legs. On day one of the trial, this pain was persistent. Patient also had a spinal headache and had some difficulty with emptying their bladder per the physician. Leads were removed and an MRI was performed. The lead was discarded. The cause is unknown, and it is unknown if the issue has been resolved, but the rep noted they would submit any new information that becomes available.

Event description:
The rep reported it was unknown if the epidural needle did advance further than intended. The cause was not determined, the patient had an MRI after trial leads were pulled, and the healthcare provider (hcp) indicated the spinal cord was ok. It is unknown if the issue has been resolved, but the rep reported they were called and informed that the patient is ok. Serial numbers were provided.

Manufacturer narrative:
Continuation of d10: product ID 977d260 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening de vice medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.